Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. Reportedly, the audio bolus button was not responding properly prior to being torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: on investigation, the alleged bolus button tactile issue was duplicated. The bolus button cover was found to be damaged and peeling. The button was difficult to push and removal of the cover found a dislodged bolus button assembly. A leak test showed a leak at the bolus button cover. The pump powered up to the display with auditory and vibratory features. No tactile issue was found with the keypad buttons. Unrelated to the complaint, the display was found to be dim and faded. Moisture was evident inside the battery compartment. No additional evidence of moisture intrusion was found inside the pump.